Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with unspecified symptoms which correlated with stored episodes. Episode review was requested due to the large number of stored events with anti tachycardia pacing (atp). An atrial arrhythmia was noted on the presenting and stored intracardiac electrograms, which was detected in the ventricular tachycardia (vt) zone at rates of 165-210 bpm. The atp terminated the rhythm. A boston scientific technical services consultant discussed the atp could possibly have mediated the fast atrial rate. Additionally, the consultant discussed that bi-ventricular pacing could have induced ventricular tachycardia (vt). Bi-ventricular trigger was programmed off and the patient started amiodarone. No adverse patient effects were reported.